Manufacturer narrative:
(B)(6). Other, no product returned for evaluation. Evaluation was not possible, as the device is not being returned. Review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).

Event description:
During a procedure, it was reported that the leading suture was cut 4-times. Despite the suture converted into orthocord for 3 times. There is no further information available at this time.